Manufacturer narrative:
Please note that the product was received. During attempted pta of a 99% occluded lesion in the left renal artery with heavy calcification, a 12x50mm palmaz genesis stent dislodged from the balloon while attempting to pull it back into the guiding catheter after the stent delivery system failed to cross the lesion. The stent was snared through the guiding catheter and removed by the physician. Additional stent placement was not attempted. There was no reported patient injury. There were no kinks or other damages noted prior to insertion of the product. The stent was not manipulated during prep and it was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. The balloon was not inflated or partially inflated prior to inserting the sds in the catheter. Negative pressure was applied to the sds and the inflation device in the neutral position when the system was being advanced/withdrawn. Negative pressure was maintained on the inflation device during withdrawal of the system. The vessel had been pre-dilated. A non sterile pg on aviator 12mmx50mm, 135 cm was coiled and inside a bag. An unknown snare was included with the device. The stent was found detached, crushed and on the snare. It was not expanded. The balloon was not inflated or deflated; also it presents the stent's mark. Stent placement in the balloon was according to procedure. No other anomaly was observed in the returned device. The stent was reviewed under microscope at 25x of magnification and the stent was noted very damaged and found to be compressed by the snare's loop. The stent was not expanded. A review of the manufacturing documentation associated with this lot presented the following; pths 25585 was open due to plasma validation machine in sds line, material was hold until report's approval. Pths was accepted and released; this pths is not related to customer reported complaint. Preliminary comments mention that hub states 5x15, the palmaz genesis on aviator with stent 12mmx50mm uses an aviator catheter poba 5cmx15mm and the hub's dimensions reflect the balloon size. The reported stent dislodged was confirmed. However the exact cause of the stent dislodged could not be conclusively determined; (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The difficulty experienced by the customer may have been caused by vessel characteristics and procedural factors and is not related to a product quality issue.

Manufacturer narrative:
Additional information was received that the physician predialated and then tried to advance the stent through the lesion to deploy and it would not cross then when he tried to pull it out it came off of balloon when trying to pull back into guide. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant devices: sheath: 8 fr terumo, guidewire: .035 boston scientific, guiding catheter: 6 fr abbott veripath. This product is available for analysis but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pta of a 99% occluded lesion in the left renal artery with heavy calcification, a 12x50mm palmaz genesis stent came off the balloon during the delivery or during removal into the guide. Clarification is pending. The vessel was pre-dilated and highly calcified. The stent was snared through the guiding catheter by the physician. The procedure was not completed with another device, only pta. The patient's status was ok after the procedure. There were no kinks or other damages noted prior to inserting the product the product into the patient. The stent was not manipulated during prep and it was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. The balloon was not inflated or partially inflated prior to inserting the sds in the catheter. Negative pressure was applied to the sds and the inflation device in the neutral position when the system was being advanced/withdrawn. Negative pressure was maintained on the inflation device during withdrawal of the system.